Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive forces during tightening. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 4/10/2023, it was reported by a sales representative via email that the tightrope from an ar-8926t knotless tightrope syndesmosis repair implant was not tightening down appropriately. The surgeon continued to try to pull back on the suture, and it eventually just snapped. The sutures were cut, and another ar-8926t knotless tightrope syndesmosis repair implant was used to complete the case. This was discovered during a procedure on (B)(6) 2023. This was discovered during an ankle fracture with syndesmosis repair procedure.